Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, dehydration and sweating. In addition the patient reports they had lost their voice. The patient reports receiving a communication error for the pod and continues glucose monitor being worn. Once at the hospital the patients pod was removed and the patient was treated with 3 units of manual insulin. The patient reports their blood sugar level was at 119 mg/dl followed by 57 mg/dl. The patient reports signing a document to refuse further treatment and leaving the hospital the same day. The patients pod will not be returned as it has been discarded. The patients reported blood glucose at the time of this call was approaching 400 mg/dl. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: sp1a.210812.016.a716u1ueu6evd3. Smartphone hardware: sm-a716u1. Cgm sensor type: g7.